Manufacturer narrative:
The aware date has been corrected for MFR. Report: 1627487-2016-00777 that was submitted on 03/09/2016. The corrected date is (B)(6) 2016.

Event description:
The aware date of MFR report: 1627487-2016-007, 001 is (B)(6) 2016.

Event description:
Device 2 of 2: reference MFR. Report:1627487-2016-00776.additional information received identified the scs ipg was explanted. The patient elected not to use the scs system. The leads remain implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-00776. It was reported the patient was not receiving effective stimulation (date of event is unknown) and subsequently experienced loss of stimulation due to auto-reduction after undergoing an unrelated medical procedure in (B)(6) 2015. It was also reported the patient had experienced multiple falls. Diagnostics revealed high impedance values for the scs lead(s). Reprogramming was attempted to no avail. As a result, surgical intervention will be taken at a later date to address the issue.